Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 years and 1 month.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient¿s anticoagulation regimen was aspirin 81 mg once daily and the patient has been off coumadin for several years due to previous life threatening gastrointestinal bleeding (gib). On (B)(6) 2017, the patient presented with gastrointestinal symptoms of diarrhea and abdominal discomfort. Blood testing results revealed lactate dehydrogenase (ldh) was 388 u/l, hemoglobin (hgb) was 8.1, and hematocrit (hct) was 24.1 percent. The patient¿s baseline hgb was 13.4 and baseline hct was 38.8. Urinalysis was negative for hemoglobinuria. No source of bleeding was found. Additional information was requested, but was not provided.

Manufacturer narrative:
The pump remains in use supporting the patient and no further related events have been reported at this time. A correlation between the device and the report of bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.